Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in a pump shutdown. The customer¿s blood glucose was 140 mg/dl. Additionally, the customer experienced a blood glucose (bg) level reaching 45 mg/dl; cause was not known. Reportedly, the customer drank juice to address bg level. Multiple attempts were made to review the pump data; however, the customer did not respond.